Manufacturer narrative:
When this device has been returned to the post market quality assurance laboratory, analysis will be performed and this event will be updated.

Event description:
Boston scientific received information that when device was taken out of shelf mode, interrogation revealed an error message indicating this device was in safety mode. This device was not implanted and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
The device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. External visual inspection of the device noted no anomalies. Interrogation of the device with an engineering-level programmer confirmed safety mode status. A telemetry reset command was issued to remove the device from safety mode status and program the device back into primary operation. Detailed review of the device memory revealed that this device entered safety mode after issuing an oscillator mismatch fault code. X-ray examination of the crystal component contained in the device's oscillator (i.e., crystal quartz clock) revealed a mobile piece of foreign material (fm) present in the interior of the crystal. Initial testing indicated that the crystal was failing intermittently. The titanium case of the device was opened for detailed analysis. In order to determine a potential cause for the intermittent failure, the crystal was mechanically removed from the device hybrid and a particle induced noise detection (pind) test was conducted. This type of test can identify any loose particles within the crystal package. The crystal failed testing in each of the four orientations of the pind testing. The crystal component was returned to the supplier for detailed analysis. The foreign material was removed and analyzed. It was composed of gold and tin, which is consistent with the material used in pre-form boxes used in the seal rim of the hermetically sealed crystal component. The foreign material was not detected in visual or pind testing during manufacturing.

Event description:
Initial laboratory analysis isolated this anomaly to the presence of foreign material located within one of the devices internal components. Boston scientific is actively working with the supplier to identify root cause.

Manufacturer narrative:
--